Event description:
When the surgeon attempted to retain the body with the retainer, the joint of leg of retainer broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lever arm is broken at the joint, at the most weak area on the fixation pins. It is possible that the breakage happened during frequent or forcible use. No product related fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.